Event description:
The customer's spouse reported via telephone call that the customer was hospitalized after a car accident that was due to low blood glucose. The blood glucose reading at the time of the incident was 34 mg/dl. The customer was treated with an IV. The spouse reported that the threshold suspend did not work as intended on another occasion. The spouse was unable to describe any damage to the drive support cap. Troubleshooting could not be completed as the insulin pump was not available to the spouse at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.